Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
The initial report was submitted under manufacturer report number 1415939-2012-00135 (abbott (B)(4) as manufacturing site) with suspect medical device of architect stat troponin-I, list (B)(4). After further evaluation, the suspect medical device was changed to architect i2000sr, list (B)(4) ((B)(4) as manufacturing site) and submitted under manufacturer report number 1628664-2012-00339 . All further information will be documented under that MDR number. Evaluation in progress.

Event description:
The account generated discrepant architect troponin results on a patient sample, sid (B)(4). Initially, the sample generated a positive architect troponin result. Later, the account used the sample in a precision study for troubleshooting. The sample was rerun multiple times for the precision study generating both positive and negative architect troponin values. The precision range generated values from 0.0 to 0.41 ng/ml. It is unknown what the true value of sid (B)(4) was determined to be. The account uses an architect troponin cutoff value of 0.03 ng/ml. No specific patient data was provided. No impact to patient management was reported.